Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that patient had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 503 mg/dl. The customer was treated for high blood glucose with replaced set and pump. The customer reported via phone call indicating that they had excessive no delivery alarm. Customer's blood glucose at time of incident was 509 mg/dl. The customer reported the alarm was resolved by a complete set change. Customer is not able to troubleshoot because of past event. The customer is returning product base on her request.